Event description:
The pt was prepped and draped, pump attached and was calibrated. Five mins into the case, the surgeon thought he was loosing pressure and when the nurse checked the pump, it was back flowing and water level backed up to pump. At this point, the pump was disconnected, got another tubing and reconnected, recalibrated started the case again. About 5 mins into the case, the pump was flowing without outflow on and the pump started backflowing again and alarm sounded, no error message. They disconnected the tubing and put new pump on. When they took the drapes off pt, it was noticed that the calf was tight and they couldn,t get a palpate pulse in the leg. When brought back to recovery, they did get a pulse in leg. Rn stated the procedure was a scope of the left knee. Pt,s swelling went down in recovery and he was released with no further incident that she is aware of.

Manufacturer narrative:
Unit passed calibration and wet tests. No problems were found.